Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital on (B)(6) 2018. The customer was hospitalized on (B)(6) 2018 due to an accident at work. The cause of death was unknown, the customer suffered an accident while at work. The caller reported there was blunt trauma to the head. It was unknown if the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It was unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.